Event description:
The physician was initiating a cto pci cross of a mid-lad lesion that had significant calcification. He is very fond of the mongo wire as it is the best 3g wire he has. As he advanced the wire through the complex anatomy, he found that the wire became stuck. He felt that it was either behind a stent strut or was wedged badly into the 100% calcific lesion. As he pulled backward, the wire came apart on the spring coil and elongated. However, he was able to retrieve the entire wire and start over with a new one. The wire was retrieved successfully back into the corsair pro and removed from the body. The wire was immediately thrown away and a new one re-introduced. Wire was successfully retrieved back into the corsair pro and then back into the guide catheter. Physician was able to get through the lesion and treat the cto.